Manufacturer narrative:
(B)(4). Concomitant product: sheath: flexor tuohy-borst sidearm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed because the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of neurological deficit/dysfunction, dissection, thrombosis, and surgical procedure are listed as observed and potential patient effects as listed in the emboshield nav6 instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a tight lesion located in the left internal carotid artery (lica). The lica was easily cannulated with a non-abbott introducer engaged with the 0.014 emboshield nav6 barewire; however, the filter tip wire assumed an abnormal u-shape. The tip wire was immediately retracted. An angiogram showed the complete occlusion of the lica. Every endovascular attempt made to restore the carotid flow was ineffective. After 10 minutes from the acute event, the patient experienced complete blindness of the left eye. Therefore, in accordance with the anesthetist, it was decided to immediately convert coronary artery stenting to carotid endarterectomy (cea) under general anesthesia with electroencephalographic (eeg) monitoring. Longitudinal cea was carried out without complications, tackling the carotid distal intimal layer with two transmural single stitches. Eeg monitoring remained normal throughout the surgical procedure. Intraoperative findings confirmed the lica ostium occlusion due to a plaque dissection with subintimal hematoma extended to the lica first tract. A postoperative angiogram showed a restored normal patency. The left eye blindness spontaneously resolved and was complete when the patient woke up soon after surgery. The patient was discharged home symptomless on the sixth postoperative day, with normal flow velocity on the color doppler ultrasound. At discharge, both the occulist's and neurologist's examinations were normal. No cardiac events were documented throughout the hospital stay. A follow-up color doppler ultrasound at eight months showed normal lica patency. He had visual deficits and a cerebral MRI was negative for new events. No additional information was provided.